Event description:
It was reported the customer was hospitalized for low blood glucose. Troubleshooting was performed. The device passed the tests and settings were okay. The customer stated that she does not feel the insulin pump was the cause of the hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.